Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor shut off occurred. Data was evaluated and the allegation was not confirmed. The probable case could not be determined. In addition, an early sensor expiration was found on 11/13/2018 in connection to the reported allegation. The root cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of an early sensor shut off is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.